Event description:
It was later reported that the cause of the event was unknown. The pump was interrogated with no problems. A brain MRI was done and no intracranial abnormalities were found. An electroencephalogram (eeg) was done and found no seizures. The patient outcome was reported as ¿no injury¿. The device system was used to deliver gablofen.

Event description:
It was reported that the patient presented to the emergency room with altered mental status. The pump was interrogated by a nurse and the only event listed was when the pump was replaced on (B)(6) 2013. The hcp was concerned about over medication since patient just had his pump replaced three weeks ago and he came in with altered mental status, but it was noted that there was "a slight decrease in dose" from last pump to the new/current pump. They were also looking into other factors and lab values because the patient was on a lot of medications because of his condition, no specifics were reported. The device system was used to deliver baclofen and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l65760, implanted: (B)(6) 1999, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).